Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. The insulin pump was tested after cleaning keypad traces all operating currents are within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. Customer's blood glucose was unknown at the time of incident. The customer reported possible moisture exposure to the insulin pump. The customer also reported several hospitalization events from their diabetes. Customer stated their blood glucose would fluctuate between 700 mg/dl to 40 mg/dl due to different medical issues. The customer also reported having several bad infections as a result. The customer reported a hospitalization event where their blood glucose ran over 600 mg/dl. Customer also reported having thyroid issues and a gastro bypass surgery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.